Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to hospital with an arrhythmia. The right atrial (ra) lead exhibited high undefined impedance. Lead fracture was confirmed. The ra lead was capped and replaced. No further patient complications have been reported as a result of this event.